Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they called their healthcare provider (hcp) and were told to call [manufacturer] regarding "extreme pain at the site" of ins. Caller said the "really severe pain" started "over the weekend" and that it "got really bad" and they thought of going to the ER. Caller stated they had a "couple falls" and that the most recent was "probably a couple weeks ago". Caller said they had also lost 40 pounds "since december". Caller said that ins has been uncomfortable for "the last two or three weeks" and it might have started "around the fall". Caller said it had been uncomfortable, but "not to the point of screaming in pain like this weekend". Caller said during the call they tried to get up and that caused pain. Caller said when they "pump it up" to where they could feel stimulation in their vagina, it didn't stay long "at all" and they can tell when they can feel it because they get a "tingle", but even that area was uncomfortable "the last two or three weeks". Caller said "the machine hadn't been working" and that they leaked "buckets". Caller mentioned that their daughter had to change their depends in a parking lot and it was "embarrassing". Caller said they "never keep a bladder diary" so "they can't address it anymore". Caller said that they had been "leaking huge amounts of urine" with ins. Patient services walked caller through how to turn ins off. After turning ins off during the call, caller said they "can get up without screaming" and that it is "not bothering" them now. Caller mentioned they "don't know" if there will be "much change in urine flow or bowel flow" since they have had symptoms with ins on. Patient was redirected to doctor.